Event description:
Reporter noted chamber fluctuation during phaco, and a posterior capsule tear occurred. Then found the anterior vitrector would not work. Completed the vitrectomy, and implanted a different iol than planned.